Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date), g4 (date received by manufacturer) , g7 (indication that this is a follow-up report), h2 (follow-up due to additional information) , h4 (device manufacture date), h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Method code #1: 3331 - analysis of production records, method code #2: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The sample was not returned for evaluation; therefore, a complete investigation could not be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, it was found that the cap was off the arterial manifold sample port.   No patient involvement.